Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) solution administration sets were leaking from the injection site due to a cut in the tubing. This occurred during set up prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, one photograph and one video of the sample were received for evaluation. Two retained samples were also provided for evaluation. The returned photograph was reviewed, and it was not possible to confirm the reported defect from the provided photograph. The returned video was also reviewed, and it was noted that there was a leak, however, the exact location of the leak could not be determined. The reported condition was verified. The cause of the reported condition could not be determined. Visual inspection of two retention samples did not identify any abnormalities that could have contributed to the reported condition. Additionally, all junctions underwent a push-pull test, and no disconnections were confirmed. The two retention samples were submitted to an air passage test and an underwater leak test and no leaks were identified, and no blockages were found. Both samples were submitted to a traction test (to failure), and it was confirmed that both samples withstood the minimum required force. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.